Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the attachment device had heat. It was further determined that the device failed pretest for max temperature of the attachment. Therefore, the reported condition that the device had abnormally high temperature was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. The reported condition that the device could not rotate was not confirmed. Therefore, an assignable root cause for this condition was not determined.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products and therapy dates: motor device; (B)(6) 2021. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that prior to an unspecified surgical procedure, it was observed that the attachment device would not rotate, and the temperature of the device became unusually high. According to the reporter, the motor device was working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. It was reported that there was a spare device available, and the procedure was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.